Manufacturer narrative:
The field service engineer (fse) found an issue with the sample probe. He then replaced this part. He performed calibrations, qc, and precision checks with successful results. After service, no further issues were reported by the customer.  The investigation determined the service actions resolved the issue.

Event description:
The initial reporter received questionable ise indirect na, k and ci for gen.2 results for an unspecified number of patient samples tested on the cobas 8000 cobas ise module (double). The reporter stated they had abnormal aspiration errors and patient results were affected. The reporter was able to provide one patient sample with discrepant results. This was the only patient sample that had a corrected report. The initial results were reported outside of the laboratory. The reporter stated that they called the doctor/floor almost immediately and sent out a corrected report with results from their other analyzer. The initial sodium result from the module (ise2) was 117 mmol/l. The first repeat result from the module (ise1) was 120 mmol/l. The second repeat result from the module (ise2) was 139 mmol/l. The third repeat result from the other analyzer was 134 mmol/l. This repeat result was deemed correct. The initial potassium result from the module (ise2) was 2.5 mmol/l. The first repeat result from the module (ise1) was 2.6 mmol/l. The second repeat result from the module (ise2) was 3.8 mmol/l. The third repeat result from the other analyzer was 2.9 mmol/l. This repeat result was deemed correct. The initial chloride result from the module (ise2) was 77 mmol/l. The first repeat result from the module (ise1) was 79 mmol/l. The second repeat result from the other analyzer (ise2) was 102 mmol/l. The third repeat result from the other analyzer was 90 mmol/l. This repeat result was deemed correct. The sodium electrode lot number is g43 with an expiration date of 27-nov-2023. The potassium electrode lot number is p46 with an expiration date of 11-nov-2023. The chloride electrode lot number is b00 with an expiration date of 03-oct-2023.